Manufacturer narrative:
The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during vitrectomy surgery, the vitrector was stuck in the trocar cannula when the vitrector was being removed from the eye. Fluid began forming at the edge of the incision and the pt sustained a vitreous hemorrhage and the vitreous was engaged at the wound. The surgeon used an accessory port to gain access to the vitreous. A horseshoe tear developed. Add'l info has been requested.